Manufacturer narrative:
(B)(4).

Event description:
Customer called on (B)(6) 2011 reporting of a fluid leak of approximately 50 ml that appeared to consist of blood/cleaner/diluent on the beckman coulter coulter lh 750 hematology analyzer. Customer noted that patient results were not affected as the instrument was not in use when the leak was discovered. Customer was wearing personal protective equipment at the time of the leak and no one was exposed to the leak. Field service engineer (fse) was dispatched and observed that the tubing through pinch valve (vl)17 was leaking. Vl17 is the path for low/high vacuum to the bath overflow chamber (vc10). Fse proceeded to replace the tubing and no further leaking was observed.